Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when attempting to insert the guide wire into the stent delivery system, it was discovered that the stent had dislodged, but remained in the protective sleeve. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Eval summary: quality assurance analysis revealed the stent delivery stent (sds) was not returned, only the stent implant, orange protective sheath, and stylet were returned. There was no blood or contrast visible. There was no damage noted to the stent implant. A pin gauge was used to measure the inner diameter of the flared end of the returned sheath and this met manufacturing criteria. A laser micrometer was used to measure the stent implant outer diameters and all of the outer diameters were oversized. Product performance engineering reviewed the incident information and analysis of the returned stent implant. It was reported that the rx vision stent implant was dislodged inside the protective sheath. Unfortunately, the sds was not returned. The return of the sds may have aided in the investigation and determination of root cause. Analysis of the returned stent implant noted that the outer diameters were oversized. However, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this oversizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon shoulders. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. It was also noted that the inner diameter of the protective sheath met manufacturing criteria. Potential causes for this type of event, as observed in past incidents, may include improper or inadequate crimping at the time of manufacturer, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and did not reveal any non-conformities. This MDR is considered closed by the product performance group.